Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. The lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as a patient related factor but noted the device did fail to perform as intended and the lens was too small resulting in low vault.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).